Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did not reverse normally?¿ when the firing trigger seemed without resistance and the knife did not reverse normally, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the firing trigger seemed without resistance and the knife did not reverse normally, did the device cut? If yes, was the cut line complete? When the knife did not reverse normally, did the knife fail to return to the home position automatically after the firing was completed? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during a laparoscopic gastric bypass procedure, unknown which step of the procedure, the firing trigger seemed without resistance and the knife did not reverse normally. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55c6t. The following information was requested, but unavailable: can you please clarify what was meant by, the firing trigger seemed without resistance and the knife did not reverse normally? When the firing trigger seemed without resistance and the knife did not reverse normally, did the device deliver any staples? If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Unknown. When the firing trigger seemed without resistance and the knife did not reverse normally, did the device cut? If yes, was the cut line complete? Unknown. When the knife did not reverse normally, did the knife fail to return to the home position automatically after the firing was completed? Unknown. Was there any difficulty opening the device? If yes, how was the device removed from the patient? Unknown. If yes, did the jaws eventually open? Unknown. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Unknown the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.